Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were experiencing severe pain in their muscle in the back since (B)(6). Patient mentioned that this also happened when they charged the implant so they had to take steroid shot and started to feel better. Last night, patient mentioned that when they tried to charge their implant, they were in extreme pain again. Patient also stated that they were having a hard time charging the implant and it took over an hour to increase to 10%.  Agent sent physician listings and redirected patient to the doctor to further address the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that they had already replaced a communicator, and was concerned that a wire had come loose from the inserted module on their left back due to experiencing severe jabbing pain. The patient was diagnosed with a severe muscle strain and was treated for it. The patient reports that they met with a pain doctor who said they could not do an MRI, CT, or x-ray to see if a wire had come lose. A manufacturer representative (rep) did some diagnostic tests and determined the pain did not come from the device. The rep also checked the charging unit when it said it took two hours to charge ten degrees. Pt states the problem appears to be that they are very short and the belt does not hold the charger in place on their back if they move. Because of this, the patient never achieved "excellent" recharging, and has only experienced "good." The patient reports living independently, so there is no one to help them hold the unit against their back, and must play the game of trying to find the "right spot" to charge. Then, the patient must sit very, very still for the whole time or try to find the right spot again. The patien t reports that the severe pain has gone away after steroid shots and medicine. The patient reports that nothing is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturing representative (rep) reported that the patient was experiencing longer charge times than expected since implant date. Pt would charge from 40-100% and would get good coupling all the time. Pt had never gotten excellent coupling. The rep's diary showed either poor or good for charging the ins. The rep said that when they initially connected today, they had good coupling, but had either the low or high numbers or good coupling, but no battery percentage. Battery percentage eventually appeared with 70% charged. Pt wore belt and the ins was "not too deep" and was able to felt under skin. Technical services (tss) provided some general charging guidelines and expectations. The rep connected the recharger on the call and got excellent charge quality immediately. Tss suggested practicing positioning with pt and provided charging guidance.